Event description:
Treatment of an avm. During onyx injection, it was reported that onyx was seen exiting proximal to the tip of the catheter. The injection was stopped and the catheter was removed. No pt injury reported. Same as event as MDR#2029214-2009-00219.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.